Event description:
It was reported that a spectrum iq infusion pump kept rebooting after attempting a software update. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "kept rebooting after attempting software update" was not reproduced. The evaluator observed a black screen at power up, but did not find the pump to power on or off on its own. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition of the black screen was due to a failed processor board which requires replacement. The processor board required replacement and software was successfully installed. Should additional relevant information become available, a supplemental report will be submitted.